Event description:
It was reported that the user experienced an overnight episode of hyperglycemia with a peak blood glucose of 397 mg/dl, received pump alerts, performed exercise, and replaced a 23-inch infusion set despite no visible issues, after which glucose values normalized. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no need for medical intervention, no assistance from others, and no hospitalization. Investigation included user-reported troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear, and no device or infusion set malfunction was identified by the user. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.